Manufacturer narrative:
As reported, the device tip of a 5f mynx control vascular closure device (vcd) was found to be bent and could not be advanced into the unknown sheath. It is unknown whether the sealant was partially exposed/detached during sheath insertion or during the packing process. Hemostasis was achieved by using another unknown mynx device. There was no reported patient injury. The device was stored and prepped according to instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The procedure used a retrograde approach. The device was used in a percutaneous transluminal angioplasty (pta) procedure. A 5f non-cordis sheath was used. A non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were both in the non-depressed position. The stopcock was found in the open position with a cordis mynx syringe attached to the unit. The sealant was partially present in its manufactured position, as not the complete body of the sealant was returned. Nevertheless, the portion that was returned was indeed in its manufactured position. The returned portion of the sealant was fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, a bent condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not show any damage or abnormal condition. It was noted that the missing portion of the sealant started in the same area where the sealant sleeves presented the observed bend. Per dimensional analysis, the balloon catheter profile distal from the balloon was verified and noted to be within the defined parameter, measured using a calibrated micrometer. Per microscopic analysis, a high magnification evaluation was conducted to examine the atraumatic tip. During this analysis, no abnormal conditions were observed. The reported event of ¿atraumatic tip-kinked/bent¿ was not observed through analysis of the returned device; however, there was a kinked/bent condition of the sealant sleeves noted, which may have been the condition experienced by the customer. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the partial deployment/removal of the sealant from the kinked/bent sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the kinked/bent condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure/partial removal of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/bent during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the device tip of a 5f mynx control vascular closure device (vcd) was found to be bent, and could not be advanced into the unknown sheath. It is unknown if whether the sealant was partially exposed/detached during sheath insertion or during the packing process. Hemostasis was achieved by using another unknown mynx device. There was no reported patient injury. The device was stored and prepped according to instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The procedure use a retrograde approach. The device was used in a percutaneous transluminal angioplasty (pta) procedure. A 5f non-cordis sheath was used. The device will be returned for analysis.